Event description:
During a urology procedure the fiber broke that resulted in a burn to the physician's glove. The fiber "snapped in half" and "burned the physician's glove." It could not be verified how the fiber broke or if the burn was through the glove and caused injury.

Manufacturer narrative:
The returned device was thoroughly analyzed. Visual analysis noted that the fiber was returned in two pieces, and inspection of the fiber indicates a mechanical break at 2140 mm from the proximal end of the fiber. The fiber break appears to be related to the handling of the device. A review of the manufacturing records for this lot shows now ncmrs associated with the lot. Review of the complaint records shows no other complaints for this lot. Based on the information available, a conclusion of known inherent risk of device was assigned to this investigation.